Event description:
During the installation of this device and training period at the facility, the device worked fine for several days. After putting the device into a live clinical setting, changes were made to the central layout screen. The device then restarted and tried to reload the application program before coming up at the console log in. Several attempts were made to reload and restore the system, but the initial reporter was unable to get the application to start.

Manufacturer narrative:
Shortly after our receipt of this complaint, we received information from our local service organization that they performed a service call at the customer site to troubleshoot the multiview workstation that was reported to have problems. Our local service technician observed that the unit be booted after running for a short time. The system software was reloaded and the database was setup and the unit was operating for a short time, then rebooted again. A hardware diagnostic program was run on the unit and it was determined that there was a hard drive problem. A new har drive was installed along with the system software and configured for the customer. The unit ran overnight with no additional problems reported. Based on the results of the investigation, the root cause for the reported problem was a faulty hard drive in the multiview workstation. The hard drive was replaced at the customer site and no additional problems have been reported.